Event description:
The customer contacted stryker to report that their device unexpectedly lost power and was intermittently showing a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify or to duplicate the reported issue. The technician replaced the backlit cable p36 and the ribbon cable from the interface board to the system board as a precaution. The root cause of the reported issue was unable to be determined. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power and was intermittently showing a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.